Event description:
Customer reported multiple intermittent occlusion alarms. Customer's blood glucose levels were reported as high, with values exceeding 500 mg/dl (27.7 mmol/l) or marked as ¿high¿ on the continuous glucose monitor. To address these high blood glucose levels, customer consumed water and protein and did not require third-party assistance. Eventually, customer resolved the issue by changing the infusion set and cartridge and resuming insulin administration. Cts to replace pump. Customer will continue to use current pump.